Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition with no appearance of any damage. A review of the event history log identified check syringe plunger sensor in the history. During the functional testing the check syringe plunger sensor alarm was duplicated and the plunger assembly was stuck. The root cause of the reported issue was a result of the customer's physical damage to the device. Replace left plunger case, re-aligned the timing plate and flippers correctly, and replaced broken carriage.

Event description:
It was reported that the pump exhibited a check syringe plunger sensor and had a broken plunger. No patient injury was reported.